Manufacturer narrative:
(B)(4). The complaint (B)(4) neopuff infant resuscitator was not returned to fph (B)(6) for inspection. An attempt was made to obtain the complaint device or additional information regarding the reported fault; however, no reply was received from the distributor. The neopuff is a portable reusable device which can be susceptible to impact damage. The valve can become erratic if subjected to a large enough impact, for instance if accidentally dropped. Our user instructions advises the user to carry out a performance check and recalibration of the device should it receive an impact. Without the complaint device, we are unable to establish the root cause of the reported fault.

Manufacturer narrative:
(B)(4). The 900iw130s neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that a (B)(4) neopuff infant resuscitator had a faulty valve. The maximum pressure obtained during use was 20 cmh2o.

Event description:
A distributor in (B)(6) reported that a 900iw130 neopuff infant resuscitator had a faulty valve. The maximum pressure obtained during use was 20 cmh2o.